Event description:
It was reported that during a whipple, pancreatic duodenectomy, partial resection portal vein, roux n y reconstruction the device would coagulate, and then the tissue would stick to the jaws. Pulling the coagulated tissue off the viable tissue caused increased bleeding. No intervention was required. Another device was used to stop the bleeding and complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the device was found to pass all mechanical and electrical testing. The instructions for use state to "use a wet gauze pad to keep the jaws clean."